Event description:
Seen in consult for bilateral baker grade ii capsular contractures and superior displacement of gel-filled breast implants. Implants removed. Bilateral breasts found to have intracapsular gel ruptures.